Event description:
On (B)(6) 2014 the reporter contacted animas alleging that he awoke that morning with elevated blood glucose (bg) of 400mg/dl with ketones, tiredness, and feeling ill due to the pump powering off overnight. The patient stated that he changed the battery in the pump and bolused to correct elevated bg. The patient stated that he received a low battery warning the previous night before going to sleep, but he thought he would have two more days of battery life after the low battery warning. The patient noted that the battery life had not been lasting as long as expected. A review of the alarm history indicated low battery warnings had occurred on (B)(6)2014, and (B)(6) 2013. The patient remained on the pump at the time of the call to animas. Customer technical support explained to the patient that after a low battery warning, the battery should be changed soon because battery life may only last a few more hours at most. Although use error was determined to be a contributor to the elevated bg in that the patient did not appropriately change the battery, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the allegation of shortened battery life while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: a review of the black box verified a replace battery alarm had occurred at 4:58am on (B)(6) 2014. Insulin delivery resumed at 6:32am on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump¿s electrical draws were found to be within specifications. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours and no alarms occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of short battery life could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.